Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was caller stated that last night they tried to use their programmer to turn their stimulation off for a medical procedure they were having done, but they couldn't get it to work at all. Caller stated they tried numerous differentbatteries and the programmer would not turn on. Caller confirmed there was no visible damage to the battery compartment. Caller noted they have a second programmer from their first implant and was trying to connect to the implant on the call, but only one of their programming antennas was connecting; caller requested a replacement antenna as well. Agent reviewed secondary equipment; caller stated they want to have extra since their model is old and may become nonexistent. The issue was not resolved. An email was sent to the repair department to replace the programmer and antenna. Caller mentioned that they had a sleep study done and the healthcare provider was able to override the implant using a 600 mega hertz magnet or something.

Manufacturer narrative:
Continuation of d10: product ID 97740; serial# (B)(6); UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.